Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-06. H6: investigation summary: bd received five (5) samples and two (2) photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for tube damaged and leakage with the incident lot was observed. Additionally, all customer samples were evaluated by functional testing and the indicated failure mode for tube damaged and leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set failed to contained blood or medication. This event occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the tubing has a small cut in it that caused blood to leak out.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd vacutainer® push button blood collection set failed to contained blood or medication. This event occurred on 2 occasions. The following information was provided by the initial reporter: it was reported that the tubing has a small cut in it that caused blood to leak out.